Manufacturer narrative:
The instrument had not been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a damaged lumbar probe. There was no patient present.